Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery became hot while charging. Reportedly, the pump burned the customers leg; however, no information regarding bg level was provided. The customer declined to perform troubleshooting with tandem technical support.